Event description:
It was reported that a (B)(6) male underwent a posterior cervical revision on (B)(6) 2013. The reason for revision was thought to be due to pain or degeneration. During the procedure, the surgeon noted a broken screw within the vertebral body at c-2 on the left. The screw was broken at the shank. Two years ago, the surgeon had originally implanted a synapse 4.0 system at c-2 through t-1 and skipped c-7. The surgeon removed all of the hardware of the synapse 4.0 system, except for a portion of the screw which remained in the vertebral body at c-2. The surgeon implanted the device of another manufacturer. This is report 3 of 4 for complaint (B)(4). This complaint is for unknown rods.

Manufacturer narrative:
Device implanted in 2011, exact date is unk. Is the part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.